Event description:
According to literature source of study performed between january 2004 and december 2019 that analyzed outcomes of patients who underwent laparoscopic disc excision for symptomatic bowel endometriosis. The disc excision was performed with a 29 or 31 mm circular stapler that was placed around the rectal nodule. The targeted area was placed between the gap of the stapler and the anvil and pushed between the jaws. It was closed around the tissue for 15-30 seconds to resect a half-moon shaped specimen. There were 371 patients in the study and postoperative complications included rectal bleeding, hemoperitoneum, pelvic abscess and leakage at the disc resection site (in one patient). Endoscopy with clip placement, blood transfusions and reoperations were required for treatment. It was noted that median hospital stay was 7 days and estimated blood loss of 100 ml. Medical complications (fever and urinary infection) and complications related to other surgical procedures that were performed were not related to the device.

Manufacturer narrative:
Title: nerve-sparing laparoscopic disc excision of deep endometriosis involving the bowel: a single-center experience on 371 consecutive's cases source: surgical endoscopy (2021) 35:5991¿6000. Published online: 14 october 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: e1, e3, e4 (email), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the first photo showed the process of suturing and applying the instrument, while the second photo showed the staple line bleeding, the donut, and the anvil tilted. It was reported that unexpected bleeding occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.